Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
It was reported the red asystole alarm was not generated from the monitor for this ICU patient. It was indicated the patient had recognizable p-waves present on the ECG at the time of the event; however, the amplitude of the p-waves and threshold levels of for ECG remain unknown at this time. This alleged issue occurred three times and a red alarm was generated for the third episode. The customer requested assistance in determining why the red alarm did not appear for the other two episodes. It was confirmed the episodes of asystole were witnessed by staff and were self-limiting. Based on this information there was no delay as the asystole was a witnessed event; therefore, there was no harm to the patient due to the failure to alarm.

Manufacturer narrative:
The philips application consultant connected to the system and collected data logs remotely. It was identified that the p-waves are above the defined qrs threshold of 0.15mv; therefore, the monitor does not generate an asystole alarm. The error logs were analyzed; there was no problem visible at the specified time. The philips clinical application specialist was also onsite and confirmed the scenario described. This situation was discussed with the user and recommended to increase the qrs recognition for these patients or to adjust the standard configuration of the monitors. Raise the qrs threshold to 0.25. The user indicates they would discuss the procedure with a doctor and, if necessary, contact application specialists. The complaint was escalated for technical investigation to the philips product support engineer to verify if the 865240 intellivue patient monitor mx800 sn#(B)(6) functioned as designed and clarify why the red asystole alarm did not appear for two episodes. The data log provided was reviewed by the philips product support engineer. The intellivue patient monitor mx800 was confirmed to worked as configured. No product malfunction was detected. The result of the audit log review identified the following: episode 1 (15:18:51 to 15:19:27) is dominantly questionable data where beats could not be classified by the algorithm. Multi-lead analysis would potentially have helped if the 2nd lead had been available with better signal quality. Mx800 is configured to single lead analysis though. Episode 2 (16:38:56 to 16:39:32) the duration for an asystole condition is only 3.4 seconds whereas the threshold is configured to 4.0 seconds. Based on the information available and the testing conducted, the cause of the reported problem was due to the user. In order to meet the customer's expectations, the standard configuration needs to be adjusted. The device was confirmed to be operating per specifications and no failure was identified. The device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.